Manufacturer narrative:
One level 1® hotline® low flow system was received with a cracked tank cover and misaligned gasket. Visual inspection was conducted, the tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported "leaking from seal" issue was able to be duplicated. After filling the tank with water it immediately drained out of the bottom. The gasket was misaligned and the issue was user induced since the user improperly replaced the gasket. The gasket and tank cover will be replaced to resolve the issue.

Event description:
Information was received indicating that following putting water in a smiths medical level 1® hotline® low flow system, water is observed to drain out. It was reported to be leaking out of the seal. There were no reported adverse effects.